Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin (1 gram, every 4th day and route was not reported) and strep-tazidime (250 mg each bag, route and frequency were not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: the patient was discharged from the hospital and antibiotic course was completed. At the time of this report, the patient has recovered from the event and was doing well. Should additional relevant information become available, a supplemental report will be submitted.